Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated they could not clear the alarm and could not complete the rewind. Customer also stated that the insulin pump had damaged and confirmed that the side of drive support cap removed all and the piston came out and cracked from battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.